Manufacturer narrative:
Additional information: it was later reported that the target lesion was the left circumflex (lcx). Both onyx trucor stents had been flushed correctly before usage. The second onyx trucor device used was inspected before use with no issues noted. Both stents entered the patient's vasculature. The devices did not pass through a previously deployed stent. The stents were pulled out before using excessive force. The stent deformation ocurred in vivo during positioning/advancement. The upstanding struts at the proximal shaft end were noted during the procedure. A non-medtronic device was used to complete the procedure. No patient injury was reported as a result of the event. Initial reporters full name. Product analysis: the device was received for analysis. The proximal balloon pillow was bunched. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts raised and folded backwards. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two 2.5x12mm onyx trucor drug eluting stents (des) during a procedure to treat a severely tortuous, severely calcified lesion in the right circumflex (rcx) artery. The first des did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. It was reported stent deformation occurred. A pre-diagnosis has been made before the procedure. It was detailed that due to the extreme length of the lesion 30mm long of strong calcification in a steep angle, two trucor des would be used. An impella device was in used before stenting. Both stents had been flushed correctly before usage. It was detailed that the stents could hardly be pushed forward. Both stents had been released from the artery and replaced. It was observed both stents had the same issue with upstanding struts at the proximal shaft end. No patient injury was reported. Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.